Event description:
It was reported incident involved a labor & delivery patient. Catheter was inserted w/o difficulty. Upon removal, nurse noticed catheter had separated & piece (distal tip) had been retained in patient. X-ray performed & it is believed that only extrusion was retained. No wire seen. There were no patient complications reported.